Manufacturer narrative:
Bayer case number: (B)(4). Migration of the left essure to the lateral wall of the myometrium [uterine perforation] very intense left lateral abdominal pain [abdominal pain] epigastric pain [epigastric pain] haematuria on urine dipstick [haematuria] urinary infection / recurrent urinary infection in 2023-2024 [urinary infection] haemorrhagic and painful periods [heavy periods] painfil periods [painful periods] chronic fatigue [chronic fatigue] back pain [back pain] fibroids [fibroids] cyst [cyst] asthmatic cough [cough resembling asthma] chronic cough [chronic cough] sleep problems [sleep problem] oesophageal reflux [oesophageal reflux] pulmonary allergy [allergic respiratory disease] asthma [asthma] hoarse voice [hoarse voice]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 31-jan-2025. The most recent information was received on 24-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("migration of the left essure to the lateral wall of the myometrium") in a 51-year-old female patient who had essure inserted (lot no. 629007) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6)2009, the patient had essure inserted. In 2014 she experienced cough resembling asthma ("asthmatic cough"). In 2016 she experienced chronic cough ("chronic cough"). On (B)(6)2018 she experienced abdominal pain ("very intense left lateral abdominal pain"), abdominal pain upper ("epigastric pain") and haematuria ("haematuria on urine dipstick"). On unknown date she experienced uterine perforation (seriousness criterion intervention required), urinary tract infection ("urinary infection / recurrent urinary infection in 2023-2024"), heavy menstrual bleeding ("haemorrhagic and painful periods"), dysmenorrhoea ("painfil periods"), fatigue ("chronic fatigue"), back pain ("back pain"), cyst ("cyst"), sleep disorder ("sleep problems"), gastrooesophageal reflux disease ("oesophageal reflux"), allergic respiratory disease ("pulmonary allergy"), asthma ("asthma") and dysphonia ("hoarse voice") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with antadys (flurbiprofen), exacyl (tranexamic acid), montelukast (montelukast sodium) and bilastine as well as surgery (to remove essure). Essure was removed. At the time of the report, the urinary tract infection, heavy menstrual bleeding, dysmenorrhoea, fatigue, back pain, uterine leiomyoma, cyst, cough resembling asthma, chronic cough, sleep disorder, allergic respiratory disease, asthma and dysphonia had not resolved. The outcomes for uterine perforation and abdominal pain upper were unknown. No causality assessment was received for essure with regard to uterine perforation, abdominal pain, abdominal pain upper, haematuria, urinary tract infection, heavy menstrual bleeding, dysmenorrhoea, fatigue, back pain, uterine leiomyoma, cyst, cough resembling asthma, chronic cough, sleep disorder, gastrooesophageal reflux disease, allergic respiratory disease, asthma or dysphonia. The reporter commented: placement of implants in the interstitial portion of the tube. Implants placed normally. 3 turns of the coil on the right and left. Current condition of the female patient: between insertion in (B)(6) 2009 and menopause in 2021 had events. Asthmatic cough in 2014 and chronic cough since 2016 leading to numerous examinations without a clearly identified cause. Menopause confirmed in 2021. Reduction of the endometrium was done in (B)(6) 2022. Since then, chronic fatigue and sleep problems still present. Chronic cough followed by an allergist since 2022, controlled with partial improvement by taking montelukast and bilastine. Removal considered in hopes of an end to this chronic fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): [heavy metal test] (date unknown): result not provided [hysteroscopy] on (B)(6) 2009: threads were not seen hysteroscopy: dilation of the cervix: hegar dilator no. 5 distension medium: sodium chloride interventional. Procedure: insertion of the hysteroscope. The interior of the uterine cavity is clearly visible and the tubal orifices are clearly seen on the left and right sides. No intracavitary polyps or myomas. Placement of implants in the interstitial portion of the tube. Implants placed normally. 3 turns of the coil on the right and left. [Ultrasound pelvis] on (B)(6)2023: liver of normal size with regular contours, with no focal lesion observed. Preserved patency of the hepatic blood vessels. No dilatation of the intra- or extra-hepatic bile duct. Alithiatic gallbladder with thin walls, not distended. No masses in the head or body of the pancreas. The kidneys are well differentiated, with satisfactory cortical thickness. No dilation of the pyelocaliceal cavities. Homogeneous spleen, of normal size abdominal aorta of normal size no peritoneal effusion. Full bladder, thin wall, anechoic contents. No post-micturition residue no pelvic mass. Presence of an essure implant in a low position on the left having migrated to the level of the uterine horn. [X-ray] on (B)(6)2018: no abnormality at the supramesocolic level, particularly in the kidneys. No bladder abnormality. Hyperechoic area in the right lateral wall of the myometrium of 4 cm. Endometrium of normal thickness of 1 cm. Right essure in situ left essure very easily visible in the lateral wall of the myometrium lot 629007 expiration date 02-jan-2011 date of MFR 01-jan-2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Migration of the left essure to the lateral wall of the myometrium [uterine perforation], very intense left lateral abdominal pain [abdominal pain] , epigastric pain [epigastric pain] , haematuria on urine dipstick [haematuria], urinary infection [urinary infection] , haemorrhagic and painful periods [heavy periods] , painfil periods [painful periods], chronic fatigue [chronic fatigue] , back pain [back pain] , fibroids [fibroids] , cyst [cyst] , asthmatic cough [cough resembling asthma], chronic cough [chronic cough] , sleep problems [sleep problem] , oesophageal reflux [oesophageal reflux] , pulmonary allergy [hypersensitivity pneumonitis] , asthma [asthma] , hoarse voice [hoarse voice] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 31-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("migration of the left essure to the lateral wall of the myometrium") in a 51-year-old female patient who had essure inserted (lot no. 629007) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2009, the patient had essure inserted. In 2014 she experienced cough resembling asthma ("asthmatic cough"). In 2016 she experienced chronic cough ("chronic cough"). On (B)(6) 2018 she experienced abdominal pain ("very intense left lateral abdominal pain"), abdominal pain upper ("epigastric pain") and haematuria ("haematuria on urine dipstick"). On unknown date she experienced uterine perforation (seriousness criterion intervention required), urinary tract infection ("urinary infection"), heavy menstrual bleeding ("haemorrhagic and painful periods"), dysmenorrhoea ("painfil periods"), fatigue ("chronic fatigue"), back pain ("back pain"), cyst ("cyst"), sleep disorder ("sleep problems"), gastrooesophageal reflux disease ("oesophageal reflux"), hypersensitivity pneumonitis ("pulmonary allergy"), asthma ("asthma") and dysphonia ("hoarse voice") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with antadys (flurbiprofen), exacyl (tranexamic acid), montelukast (montelukast sodium) and bilastine as well as surgery (to remove essure). Essure was removed. At the time of the report, the urinary tract infection, heavy menstrual bleeding, dysmenorrhoea, fatigue, back pain, uterine leiomyoma, cyst, cough resembling asthma, chronic cough, sleep disorder, hypersensitivity pneumonitis, asthma and dysphonia had not resolved. The outcomes for uterine perforation and abdominal pain upper were unknown. No causality assessment was received for essure with regard to uterine perforation, abdominal pain, abdominal pain upper, haematuria, urinary tract infection, heavy menstrual bleeding, dysmenorrhoea, fatigue, back pain, uterine leiomyoma, cyst, cough resembling asthma, chronic cough, sleep disorder, gastrooesophageal reflux disease, hypersensitivity pneumonitis, asthma or dysphonia. The reporter commented: placement of implants in the interstitial portion of the tube. Implants placed normally. 3 turns of the coil on the right and left. Current condition of the female patient: between insertion in (B)(6) 2009 and menopause in 2021: hemorrhagic and painful. Periods (requiring taking antadys and exacyl), chronic fatigue, sleep problems, various pains (back, abdominal), fibroid and cysts. Asthmatic cough in 2014 and chronic cough since 2016 leading to numerous examinations without a clearly identified cause (various symptoms that could suggest oesophageal reflux, pulmonary allergy, asthma, hoarse voice). Menopause confirmed in 2021, reduction of the endometrium in (B)(6) 2022. Since then, chronic fatigue and sleep problems still present. Chronic cough followed by an allergist since 2022, controlled with partial improvement by taking montelukast and bilastine. Recurrent urinary infection in 2023-2024 heavy metal test and removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6)2009: threads were not seen hysteroscopy: dilation of the cervix: hegar dilator no. 5 distension medium: sodium chloride interventional procedure: insertion of the hysteroscope. The interior of the uterine cavity is clearly visible and the tubal orifices are clearly seen on the left and right sides. No intracavitary polyps or myomas placement of implants in the interstitial portion of the tube. Implants placed normally. 3 turns of the coil on the right and left [ultrasound pelvis] on (B)(6) 2013: liver of normal size with regular contours, with no focal lesion observed. Preserved patency of the hepatic blood vessels. No dilatation of the intra- or extra-hepatic bile duct. Alithiatic gallbladder with thin walls, not distended. No masses in the head or body of the pancreas. The kidneys are well differentiated, with satisfactory cortical thickness. No dilation of the pyelocaliceal cavities. Homogeneous spleen, of normal size abdominal aorta of normal size no peritoneal effusion. Full bladder, thin wall, anechoic contents. No post-micturition residue no pelvic mass presence of an essure implant in a low position on the left having migrated to the level of the uterine horn. [X-ray] on (B)(6)2018: no abnormality at the supramesocolic level, particularly in the kidneys. No bladder abnormality. Hyperechoic area in the right lateral wall of the myometrium of 4 cm. Endometrium of normal thickness of 1 cm. Right essure in situ left essure very easily visible in the lateral wall of the myometrium. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.